Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient developed difficulty breathing while using vest apx device system. The patient stated that during the period he was using the vest apx device significant production of mucus started and he felt unable to breathe from it, noting the device loosened mucus but his breathing progressively became worse. The patient discontinued the use of the vest. Patient reported that three days after ceasing the vest apx therapy, he used his rescue inhaler three times per day until he returned to baseline and he recently began using it approximately once daily. The patient also reported that the vest increased his blood pressure. The patient stated he frequently monitors his blood pressure and tried to keep it around 127/65. Patient takes metoprolol 25-50 mg daily based on symptoms. The patient noted prior to initiating vest therapy he had decreased his dose to 12.5 mg the respiratory clinician reviewed the indications for vest therapy, contraindications, and relative contraindications. Patient was advised to seek immediate consultation with his physician regarding use of the vest device. Education was provided on the importance of airway clearance and the potential for medical emergencies if mucus cannot be cleared and that some patient may have difficulty clearing upper airway secretions and may require specialized therapy in conjunction with use of the vest. The patient reached out to the healthcare provider regarding the increased mucus, shortness of breath and blood pressure changes. The doctor advised the patient to continue using the vest device and work up therapy with tolerance. The patient declined the need for setting adjustments or retraining at this time. There was no allegation of device malfunction. The device remains with the patient for continued use. No further information was available at the time of this report.